Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545. Name medtronic minimed. Street 18000 devonshire street. City northridge. State ca. Zip code 91325. Zip four 1219. U.s.

Event description:
It was reported on (B)(6) 2026 that patient experienced low blood glucose level to 2.6 mmol/l and treated with cereal.